Manufacturer narrative:
Concomitant medical products: product ID :3778-60, serial#: (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 97702, serial#: (B)(4), implanted: (B)(6) 2020, product type: implantable neurostimulator. Product ID: 3778-60, serial/lot #: (B)(4), ubd: 17-feb-2014, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who is implanted with a neurostimulator. It was reported that the patient had a normal implantable neurostimulator replacement on (B)(6) 2020 due to normal battery end of life. An impedance check was performed on the implantable neurostimulator prior to the replacement and electrodes 8-15 were out of normal limits. These were not electrodes that were being used or programed for the patient¿s therapy at the time of the impedance check. The patient was very happy with their current therapy and pain control. The physician decided that he would not replace the lead 8-15 because lead 0-7 was covering the patient¿s pain and the patient was happy with coverage. After replacement, and impedance check was done again, and it was the same as the first with only electrodes 8-15 showing to be out of normal limits. The patient was happy with her post-surgery therapy coverage. There were no contributing factors noted to be related to the high impedances.